Event description:
Falsely elevated troponin I results were obtained on two pts within a 24 hour period. The results were reported to the physician who questioned the results. The samples were retested and negative results were obtained. Pt treatment was not prescribed or altered, and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was r2 ultrasonics failure.

Event description:
Falsely elevated troponin I results were obtained on two pts within a 24 hour period. The results were reported to the physician who questioned the results. The samples were retested and negative results were obtained. Pt treatment was not prescribed or altered, and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was r2 ultrasonic?s failure.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument, and instrument data indicate that the cause for the falsely elevated troponin I results was r2 ultrasonic's failure. A dade behring field service representative was dispatched to the account, and corrected the malfunction. The instrument is operating within specifications.